Manufacturer narrative:
Approximate age of device - 10 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital for a driveline infection with no apparent vad issues. Additional information was requested, but not yet provided.

Manufacturer narrative:
Manufacturer's investigation: the patient remains ongoing on vad support with no further issues reported. A direct cause for the reported driveline infection could not be conclusively determined. The heartmate ii lvas instructions for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in reference to preventing infection, including exit site treatment, are outlined in various sections of this document. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.